Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm. Customer's blood glucose value was 10.2mmol/l. Customer inserted brand new energizer battery which had been kept in room temperature and not been used in any other device, but failed battery alarm received. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected low battery alert, failed battery test alarm or insert battery alarm noted.